Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of non-sustained rv oversensing were noted. The patient was not symptomatic. Programming changes were made. Further lead testing was recommended and will be discussed with the physician.